Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a colectomy functional end to end anastomosis. After two successful firings they connected a new cartridge and could not fire the device with this cartridge. They replaced it again and this cartridge could not fire as well. The case was completed using an additional cartridge. Patient status is alive, no injury.